Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 29 mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). During the procedure, at 80 percent, the valve was placed on a depth of 6 mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). Upon slow release, the valve was observed to be migrated into the left ventricular outflow tract (lvot). Partial recapture was performed and placed repositioned at a depth of 4 mm both on the ncc and lcc. Valve was migrated into the aorta then the device was removed from the patient's anatomy after 3 recapture attempts. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. An 29 mm, non-abbott valve was implanted. Upon withdrawal of the non-abbott ds, localized pericardial effusion was developed at descending aorta. The largest dimension of the effusion was 5 to 10 mm. Medication was administered and pericardiocentesis was performed. The patient was stabilized and transferred to the post anesthesia care unit (paccu).